Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated they received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 9:30 a.m., a sample from the patient was tested using the meter, resulting with a value of 5.2 inr. At 1:30 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.7 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once every two weeks.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.0 inr): qc 1: 2.7 inr; qc 2: 2.7 inr; qc 3: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.